Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low voltage lead was suspected to have perforated the myocardium and the patient developed a pericardial ef fusion. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Notified date was (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient underwent pericardiocentesis to remove 20 cc of serosanguinous fluid.